Event description:
Patient presented for chemotherapy (d/c cadd). Patient arrives for adrucil discontinue pump. Patient states tolerated chemotherapy well. Denies any discomfort. Assessed pump before discontinue. Medication infusion ended with total volume of 96.55 ml infused. Double checked with other rn. Adrucil bag is empty. Pump setting all correct. Pump screen shows "no disposable, pump won't run."